Event description:
The surgeon was attempting to "inject" dbx directly into the operative site when the glass barrel broke. This is mis-use of the packaging. In the instructions for use, the following wording is noted: instructions for use. "Dbx paste and putty is packaged in a glass syringe and must be extruded into a sterile basin, not directly into the operative site. The syringe is not an applicator. Care should be taken to apply gentle, even force to the plunger when extruding dbxo from the syringe. Extreme force applied to the plunger may cause the glass syringe to break."